Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient was experiencing shocking. It was noted that this was a sudden change in therapy/symptoms. The location of the symptoms was noted to be the head and neck. Since implant if the patient moved/turned a certain way he would feel a jolt sensation. On (B)(6) 2016 the patient felt a jolt that went all the way up to his neck and gave him a headache. It was noted that the patient had been knocked over by a large dog in 2016 a couple weeks prior to (B)(6) 2016. The patient had checked the ins with the patient programmer and it showed that stimulation was on. The patient had the ability to change stimulation but increasing/decreasing amplitude did not resolve the reported issue. The patient was not feeling the shocking at the time of the call to patient services on (B)(6) 2016 but it was noted that the patient had changed the program to "a" and he was feeling stimulation the way he needed to. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.